Event description:
It was reported that the patient of this right ventricular (rv) lead presented to the clinic with symptoms of lightheadedness and syncope. The rv lead was interrogated, and it appeared to be exhibiting oversensing noise, high out of range pacing impedances, high pacing thresholds and loss of capture (loc). The health care professional (hcp) suspected that the rv lead may have been fractured. Subsequently, a lead revision was performed, and the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.